Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The otw trek dilatation catheters are being filed under separate medwatch MFR reports. Factors that may contribute to the inability to retract the stent delivery system over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. Return of the otw mini vision sds and guide wire may have aided in the investigation and determination of cause. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for difficulty removing the guide wire for this lot. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that a whisper guide wire was advanced into the distal lad. An otw trek dilatation catheter was advanced and pre-dilatation was performed successfully. An attempt was made to withdraw the catheter but significant sticking was felt and the device was difficult to remove. The device was ultimately removed over the guide wire without intervention. A 2.5x8 mini vision stent system was advanced and the stent was deployed successfully; however, during removal of the stent system, sticking was felt and the stent system was difficult to remove. The device was ultimately removed over the guide wire without intervention. A new otw trek dilatation catheter was advanced and post dilatation was performed. During removal of the catheter, sticking was felt and the device was difficult to remove. The device was ultimately removed over the guide wire without intervention. There was no significant clinical delay in the procedure and no adverse patient effects. Though requested, no additional information was provided.